Event description:
It was reported that during a pta treatment procedure, a portion of the ultra-thin balloon dilatation catheter was damaged and separted from the catheter shaft. The device was introduced through a 5 fr terumo sheath. During advancement the catheter became stuck at the bifurcation, therefore the catheter was withdrawn. During removal through the sheath resistance was encountered. Upon removal of the device catheter the distal end was observed to be porous and a portion aopeared to have separated form the shaft. A new device was used and the procedure was successfully completed.